Event description:
Left breast implant removed due to possible leaking implant - returned to MFR. Implant was sterilized according to MFR's instructions - ruptured during sterilization. Pt noted change in volume as compared to other side.